Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that outside of a procedure, while setting up for a case, the screen went black and showed no input detected. The site rebooted the system and was able to navigate for the rest of the cases without further issues. There was no patient present.